Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. Device interrogation revealed that the atrial lead was exhibiting noise leading to oversensing and triggering false automatic mode switch episodes. The noise was recreated during visit. Noise issue started in (B)(6)2017. Device was implanted for primary prevention. Programming changes were made. Patient was stable.